Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the surgeon had difficulty passing the instrument through a trocar. A new device was opened to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.